Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the pulse generator exhibited high impedance measurements. The device header was visually inspected but no anomalies were noted. The device was no longer used and replaced. The patient was discharged. No additional information was reported.